Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery site gave the patient lots of discomfort when they tried to sleep or lay on their back. The rep said the battery had been implanted too close to the spine and it was moved lateral during a pocket revision on the day of the report. It was noted that the issue was resolved. No further complications were reported/anticipated.